Event description:
The customer was visiting her sister in the hospital. While she was there she checked her blood glucose with her contour next link and the reading was 140mg/dl, so she gave herself 8units of insulin. The son wanted to double check the reading, so asked the nurse to run a test with the hospital meter. The reading was 119mg/dl. The customer became incoherent and collapsed. The son tested her on the contour next link again at 6:37pm and the reading was 33mg/dl. Fifteen minutes later she was tested on the hospital meter and the reading was 25mg/dl. She was given crackers, (B)(6) and orange juice. At 8:30pm her blood test on the contour next link was 75. Fifteen minutes later the hospital meter read 52mg/dl. At 9:46pm her blood glucose rose to 281mg/dl and she was fine. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.